Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer programmed the replacement pump, the customer attempted to deliver a bolus and the pump suggested a bolus request of 76 units of insulin. Review of pump settings with tandem technical support showed that the customer had programmed the correction ratio as 1:1 instead of 1:100 mg/dl. The customer was able to adjust the correction ratio to 1:100. There was no impact to the customer's blood glucose level and customer was satisfied.